Event description:
Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: frequent urination and thirst. The pt reported that they called doctor and doctor increased insulin amount. Their meter allegedly was missing segments on the display and prompting "not ok". The result on the meter was 135mg/dl. There were no results reported from any other source. There was no comparison between pt's meter and any other source. Treatment was with insulin. No further info has been reported.